Manufacturer narrative:
E1: initial reporter phone no. (B)(6). G1: device manufacturer address 1: nothern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had had keypad issue. The issue is further described as, ¿when the #9 is pressed, a decimal is also pressed¿. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the keypad issue was reproduced. A keypad test was performed, and it was observed that when 9 is pressed, 0.9 appeared on display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.